Event description:
The lay user/pt contacted lifescan in 2008, and alleged that he had a casing issue with his one touch ultralink meter. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt reported that he ran over the subject meter with his vehicle. He also reported that he ran over the test strips and his one touch minilancer lancing device. This occurred about 2 days before, between 6:40-7:00 am. As a result of the reported issue, the pt reportedly took his usual dose of diabetes medication through his insulin pump (type/dosage not provided). The pt also mentioned that he experienced being dizzy, irritable, and had blurred vision after the reported issue began. He did not received any medical attention and was not tested on any other device. At the time of troubleshooting, it was verified that this was not a new product. Based on the info provided, there was misuse of the product. This complaint is being reported because the pt alleged that he experienced symptoms that could be suggestive of hyperglycemia after he ran over the meter, test strips, and lancing device with his vehicle. Replacement products were sent to the lay user/pt.